Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. At this time, no additional info was available, additional info has been requested.

Event description:
Literature: williams bs, wong d, amin s. Case scenario: self-extraction of intrathecal pump medication with a concomitant intrathecal granulomatous mass. Anesthesiology, v 114 no 2; 2011; 114:424-30. Summary: the authors present a case study to highlight key points essential for the diagnosis and treatment of intrathecal granulomatous masses and the vigilance required by physicians managing pts with intrathecal drug delivery systems. Reportable event: a (B)(6) female, registered nurse, presented to the pain medicine clinic for continued management of her chronic thoracic spine pain and possible malfunction of her intrathecal drug delivery system. The pt's past medical history was significant for depression, anterior cervical discectomy with fusion, and a pump placement for chronic pain related to t4 and t5 vertebral hemangiomas. The intrathecal pump was placed 9 months before her initial visit to the author's clinic. She was receiving 40 mg/day of intrathecal morphine at a concentration of 50 mg/ml without adequate pain relief. The high concentration, daily dose, and lack of analgesia prompted further evaluation of the system, which included cannulation of the catheter access port to evaluate patency of intrathecal catheter. A lack of cerebral spinal fluid back-flow necessitated further evaluation, which included a catheter-access-port myelogram showing an intact catheter. Upon further inspection and injection of contrast medium, extreme back pain and the appearance of thoracic level 12 of a flame-shaped pooling of contrast at the tip of the catheter led to a diagnostic magnetic resonance imaging (MRI) scan, which confirmed the suspicion of an intrathecal catheter-tip mass. After the diagnosis of the catheter-tip mass, further interrogation of the intrathecal pump revealed discrepancies between the aspirated residual volume and the calculated residual volume. The expected residual volume from telemetry was 7.6 ml, and the actual (aspirated) residual volume was 1.0 ml. In addition, evidence of multiple needle sticks at the reservoir fill port prompted further questioning, after which the pt admitted to accessing the pump and self administering morphine intramuscularly. The pt was extracting 1 ml intrathecal morphine (50 mg/ml) with a standard bevel needle (non-deflected) and delivering (5 mg) diluents intramuscularly and replacing the withdraw reservoir volume with saline. Subsequent to this admission, intrathecal medication delivery was discontinued, and the intrathecal pump was explanted, with surgical removal of the granulomatous mass without complications. The pt was administered transdermal clonidine for withdrawal prophylaxis and referred for substance abuse rehabilitation. Alternative treatment of her chronic pain included vertebroplasty at t4 and t5, transdermal fentanyl, hydrocodone/acetaminophen, and clonazepam, which provided satisfactory analgesia.